Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead was confirmed to have perforated the ventricular heart wall. The physician feels the perforation was the result of patient anatomy and not a product issue. Despite the perforation, the lead is still capturing the patient's tissue. Surgical intervention was performed and the lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.